Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 9) occurred after completing the load sequence. Reportedly, the cartridge had been filled with approximately 450 units of insulin. The customer attempted to reload the cartridge and subsequently received a cartridge alarm (alarm 1). Blood glucose level was 69 mg/dl. A new cartridge was successfully loaded resolving both issues.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 09 was verified. The alarm 01 could not be verified due to the failure related to the alarm 09.